Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be incorrect parameter setting - blocked drainage eye/lumen or no drainage eye or user related (salt accumulation). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities: 5cc balloon: use 10cc sterile water and 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿

Event description:
It was reported that two of the foley catheters were not working correctly and they had to change them after 2 weeks because they wouldn¿t drain. The representative stated that the catheters were clogged, and it did not hold for the whole month. Even they flushed it with water, but it didn¿t clear out. Because it was plastic like crystal. The patient used this product for 4 to 5 years but never had this happened in the past. It trashed the malfunctioning ones. Now, patient used the third catheter.